Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the surgeon that he can feel and hear an air leak from around the plastic housing on the left pvad pump. He feels that the best option is to replace the pump. Pump exchange was performed.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.